Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 because of her high blood glucose level of 800 mg/dl. The customer had a diabetic ketoacidosis. She was wearing her insulin pump at the time of hospitalization. The customer reverted to her back up plan. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.